Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for all monitored transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for all monitored transmitters. The transmitters were back up.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.